Event description:
See also manufacturer report 3004209178-2008-07577. It was reported that the patient underwent x-rays which confirmed that her lead was bent again. This happened previously in 2008. The patient did have an incident at work in which an object was thrown at her and she does have back problems. The patient outcome is unknown. Further information is being requested from the hcp.